Event description:
Further follow-up identified the previous lead explant took place (B)(6) 2017. Reportedly, the patient was not hospitalized nor was physical therapy undertaken to address the issue.

Manufacturer narrative:
Concomitant device info is unknown at this time. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced persistent left arm weakness after permanent implant. As a result, the physician opted to explant the lead (date unknown) which improved the issue. Reportedly, a new lead was implanted on (B)(6) 2018.